Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005 due to osteoarthritis. During post-operative monitoring and testing, acetabular component osteolysis was noted. Patient further alleges a limp, pain, leg length discrepancy, knee and ankle problems, and bursitis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states,"postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07252 / 07253).